Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients lead was causing discomfort. The patient underwent a revision procedure wherein the lead was replaced.